Manufacturer narrative:
B3 - the date of event is unknown. A supplemental report will be submitted if provided. The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the circuit board malfunction occurred due to an electronic component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a circuit board malfunction. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to h4, h7/h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received.